Event description:
It was reported that the patient experienced a low flow alarm with a red heart and green light running on (B)(6) 2021. The patient reported that the display screen was blank during the 12 second low flow alarm. A controller self-test was completed and there was an unusual delay in the time that the display screen showed the self test message. The controller was exchanged. The log file contained low flow events with high pi readings.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank screen was not confirmed. The returned hm3 system controller, serial (B)(6), was functionally tested and connected to mock circulatory loop without any issue. The controller functioned as intended during the testing. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.